Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Vpace max lead impedance rises steadily from 776 ohms the week of (B)(6) 2006 to a high of 8672 ohms the week of (B)(6) 2010. An rv pace lead impedance patient alert is recorded on (B)(6) 2006 at 2032 ohms.

Event description:
It was reported that the lead threshold had increased and the impedance was high. Lead fracture was noted. The lead was capped and replaced. No patient complications were reported as a result of this event.